Event description:
Olympus was informed that during a colonoscopy procedure, the user noticed some trauma and excess shearing of the tissue where a biopsy sample was being collected. There was moderate bleeding observed with the pt. A non-olympus clip was used to stop the bleeding. The procedure was successfully completed using a different, but similar device.

Manufacturer narrative:
The device referenced in this report has not been returned to olympus for eval. The exact cause of the user's experience could not be conclusively determined at this time. If add'l info or if the device is received at a later time, this report will be supplemented.